Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation of similar incidents have been evaluated and corrective actions were implemented as of january 31, 2007.

Event description:
The facility alleges the skin stapler jammed. No pt injury or medical intervention was reported.